Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) that an ar-7800 fibertape® cerclage tensioner was malfunctioning; they were having to hold the side bolt in order for the pin to catch the gear so it would hold tension. This occurred during a case. Additional information was provided on (B)(6) 2026 where the sales representative reported via (B)(4) that this event occurred during a CABG procedure. Fibertape cerclage was used to complete the procedure. There was no delay or additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted that the lever spring, ratchet gear, ratchet shaft and cap screw were broken off from the fibertape cerclage tensioner, reusable, and not returned. Functional testing was not performed due to the broken/damage condition to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device, like dropping the device.